Event description:
Related manufacturer reference number: 1627487-2019-06293. Related manufacturer reference number: 1627487-2019-06295. Related manufacturer reference number: 1627487-2019-06296. It was reported that patient¿s ipg was no longer connecting to the charger causing the ipg to become inoperable. The patient was scheduled to have the whole scs system explanted. During the explant surgery it was observed that leads had migrated. The whole system was explanted without incident.